Event description:
It was reported that during a gastroplasty procedure, the device did not staple. Not noted how case completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis finding of damaged firing trigger teeth, this file is considered to be reportable. The device was returned in good visual condition and with no cartridge loaded. When tested for functionality, the firing mechanism was found to be damaged, achieving only a partial fire with a test cartridge. Therefore, the device was disassembled and all the firing trigger teeth were noted to be broken. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.